Manufacturer narrative:
Product complaint # (B)(4) h3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a sealed foil labeled vcp1303 product code, lot number s24060038, expiration date 2029-05-27, and a second image shows a procedure labeled facial trauma debridement and plastic surgery with an apparent detachment of the needle. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did this event contribute to any patient adverse event? If yes, please explain. No "d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a facial trauma debridement and plastic surgery on (B)(6) 2026 and suture was used. During the procedure, the patient underwent surgery due to a skin laceration on the forehead. During the surgery, when using suture to suture subcutaneous tissue, the problem of pulling off suture needle happened, and the suture was replaced. No adverse patient consequences were reported. Additional information was requested.